Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. Visual inspection was performed and no issues were observed. The sensor plug is properly seated. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. . Sensor was reprogrammed and sim vivo test was perform. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A caregiver reported the customer received a "scan again in 10" message for more than two hours followed by a "replace sensor" message after 2 days of wearing the freestyle libre sensor. Customer experienced hyperglycemia and required regular insulin adjustments "at evening time" by her caregiver. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the customer received a "scan again in 10" message for more than two hours followed by a "replace sensor" message after 2 days of wearing the freestyle libre sensor. Customer experienced hyperglycemia and required regular insulin adjustments "at evening time" by her caregiver. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A caregiver reported the customer received a "scan again in 10" message for more than two hours followed by a "replace sensor" message after 2 days of wearing the freestyle libre sensor. Customer experienced hyperglycemia and required regular insulin adjustments "at evening time" by her caregiver. No further treatment was reported. There was no report of death or permanent injury associated with this event.